Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction and passed away coincident with automated peritoneal dialysis (apd) therapy. Ten days prior to death, the patient was hospitalized for diabetic gastroparesis and hypotension. During hospitalization (date unspecified), the patient suffered a myocardial infarction and subsequently passed away. Treatment was not reported. The cause of death was reported as myocardial infarction, hypotension and diabetic gastroparesis. Apd therapy was ongoing until the time of death. It was not reported whether the patient was connected to the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.